Manufacturer narrative:
The patient information and product information were not provided. The manufacture date could not be determined without the product information.

Event description:
The customer opened a box of contour test strips and the bottle was already open. No adverse event was alleged. The strips were not expected to be returned at the time of the call. Product was not replaced.